Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the jejunum during a gastroenterostomy procedure performed on an unknown date. It was reported that 9 months post stent placement, the patient developed a perforation at the contra-lateral side of the axios stent in the jejunum. Patient then underwent surgery and the defect was sutured. Patient was hospitalized for several weeks without any complications after surgery. There were no patient complications reported as a result of this event and the patient was reported to have fully recovered after the procedure. Note: it was reported that the axios stent was attempted to be implanted for a gastroenterostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for gastroenterostomy procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f19 captures the reportable event of the patient underwent surgery and the defect was sutured. Imdrf impact code f08 captures the reportable event of patient was hospitalized for several weeks.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the jejunum during a gastroenterostomy procedure performed on an unknown date. It was reported that 9 months post stent placement, the patient developed a perforation at the contra-lateral side of the axios stent in the jejunum. Patient then underwent surgery and the defect was sutured. Patient was hospitalized for several weeks without any complications after surgery. There were no patient complications reported as a result of this event and the patient was reported to have fully recovered after the procedure. Note: it was reported that the axios stent was attempted to be implanted for a gastroenterostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for gastroenterostomy procedure. Additional information received on may 15, 2025. It was reported that the stent was implanted to treat a duodenal obstruction on (B)(6) 2022. On (B)(6) 2023, the perforation was noted through clinical presentation followed by proof of imaging. Surgeries were performed on (B)(6) 2023, and the stent was not removed during surgery.

Manufacturer narrative:
Blocks b3, b5, and d6a (implant date) were updated based on the additional information received on may 15, 2025. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f19 captures the reportable event of the patient underwent surgery and the defect was sutured. Imdrf impact code f08 captures the reportable event of patient was hospitalized for several weeks.